Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a polyethylene bearing was opened and had black removable marks on it. The surgeon declined to use the affected bearing, and a new bearing was opened for implantation. During setup and inspection prior to implantation, the marks were observed and the device was not implanted; a replacement bearing was used. There were no consequences or impact to the patient. Attempts to obtain additional information have been made; however, no more is available.